Event description:
The nurse from (B)(6) advised me that the distal screw in the gamma targeting device did not line up properly during surgery on the (B)(6) 2010. Upon my investigation of the device, I found 2 cracks. Another device was available for use.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.